Manufacturer narrative:
(B)(6). A visual evaluation of the returned device found one wire bent out of specification. Functionally, the forceps was able to opened and closed within specification. The returned unit presented with a bent wire. However, this failure has no relation to the event reported; bleeding. Based on all gathered information, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted . A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, bleeding was noticed and stopped immediately during the procedure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; bent wire.